Event description:
Olympus was informed that during the total laparoscopic hysterectomy, the patient's abdomen could not be insufflated in spite of gas supply by the uhi-4. The physician changed the procedure to open surgery and completed. The patient was significant obesity.

Manufacturer narrative:
The referenced uhi-4 was not returned to olympus medical systems corp. (Omsc) for evaluation, but the service engineer checked the uhi-4 at the facility and found that it had no abnormality. Also the facility continued to use the uhi-4, therefore the uhi-4 had no malfunction. The physician stated that this phenomenon might be attributed tot he effect of muscle relaxant, not the problem of the device. According to the literature, it is known that muscle relaxant causes decreased muscle tone and cavity pressure of a patient. Furthermore, according to the literature during a laparoscopic surgery, it is known that if a patient is obesity, it may be difficult to ensure a sufficient view with increasing a setting pressure of insufflator. The exact cause of this phenomenon cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the patient's condition. Olympus stated the appropriate handling of uhi-4 in the instruction manual. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.